Event description:
It was reported that the patient's blood glucose level reached 16.2 mmol/l (291.6 mg/dl). The pod was worn between 5 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. The damage did not affect the ability of fluid to flow through the fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.